Event description:
The customer contacted beckman coulter inc (bec) and reported receiving broken trance klean bottle which leaked upon delivery. No injury or exposure was reported. Replacement bottle was sent to the customer.

Manufacturer narrative:
Bec internal notification number is (B)(4).